Event description:
Baxter (B)(4) received a report in which a customer stated the device had a water leak. The field service representative went onsite to repair the device.

Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of a fluid leak was confirmed. The root cause of the reported condition was determined to be that the water supply connector was leaking. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The connector was replaced on the device to fix the reported condition. The device was tested and passed all testing. A follow-up report will be submitted if additional information becomes available.